Event description:
The surgical site reported that a (B)(4) diopter intraocular lens (iol) was implanted into the right eye of a male patient on (B)(6) 2011 and was explanted on (B)(6) 2012 due to improper iol power being used.

Manufacturer narrative:
The intraocular lens was received at abbott medical optics (amo) in (B)(6) and has been forwarded to the manufacturing site and is pending evaluation. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing site for evaluation. The evaluation revealed that the lens was manufactured within production order specifications and confirmed that the lens received was a model za9003. Optical inspection results showed that the lens was within specification. The lens was received with one (1) haptic broken. The condition of the returned lens was consistent with handling of a lens after removal (explant) from a patient's eye. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, an additional supplemental report will be submitted. Placeholder.